Manufacturer narrative:
(B) (4). The rx xience v 2.5x12mm (part# 1009527-12/lot# 8082741) mentioned is being filed under the same MFR number. Eval summary: in this case, there was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, dyspnea, EKG changes, enzyme elevation, myocardial infarction, and restenosis are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that aspirin and clopidogrel were discontinued due to the adverse event, it should be noted that the xience v IFU also states that: the xience v everolimus eluting coronary stent system is contraindicated for use in pts in whom anti-platelet and/or anti-coagulant therapy is contraindicated. Antiplatelet drugs should be used in combination with xience v. Premature discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, myocardial infarction or death. Prior to percutaneous coronary intervention (pci), if a surgical or dental procedure is anticipated that requires early discontinuation of antiplatelet therapy, the interventionalist and pt should carefully consider whether a drug eluting stent and its associated recommended antiplatelet therapy is the appropriate pci choice. Following pci, should a surgical or dental procedure be recommended, the risks and benefits of the procedure should be weighed against the possible risk associated with premature discontinuation of antiplatelet therapy. Pts who require premature discontinuation of antiplatelet therapy secondary to significant active bleeding, should be monitored carefully for cardiac events and, once stabilized, have their antiplatelet therapy restarted as soon as possible per the discretion of their treating physicians.

Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via trial that on (B) (6) 2009, the pt underwent stenting in the predilated proximal circumflex artery with two xience v stents. On (B) (6) 2010, the pt presented to the emergency dept with exertional chest tightness radiating to her left arm, shortness of breath, and diaphoresis. Electrocardiogram showed changes and troponin level was positive. The pt was admitted to the hospital on (B) (6) 2010 and on (B) (6) 2010, underwent diagnostic coronary angiography and percutaneous coronary intervention to revascularize the target vessel. There was no adverse pt sequelae. The pt was discharged on (B) (6) 2010. Though requested, no add'l info was provided. Aspirin and clopidogrel were discontinued or changed due to this adverse event. Date of discontinuation or change is unspecified. No add'l info was provided.